Event description:
On (B)(6) 2016, I was injected with restylane silk by (B)(6), in the eye trough under both eyes. I have asked for belotero but was told restylane silk was better. I was unaware that restylane silk was not FDA approved for the eye area and can cause severe problems including blindness. I had swelling and bruising over the next few days which went away and seemed a normal response to me. Then about a month later, the swelling came back, as severe as the week following the initial injection, but was gone again in two days. I did not report the issue at that time since it went away. Then on (B)(6) 2016 (3 months after the initial injection) , I woke up with very swollen, tender and bruised eye troughs. I then called galderma (the makers of restylane silk) to learn that this should in no way be used under the eyes and it is solely meant for the lip area. The galderma pharmacist said should report this to the FDA which I agreed. Upon further research, I am understanding the magnitude of the negligence performed on me. I still have slight swelling under both eyes and somewhat blurry vision. Route: given into/under the skin. Diagnosis or reason for use: filler for under eyes. Event abated after use stopped or dose reduced: no.